Manufacturer narrative:
The device was returned to Olympus for inspection. A review of the Device History Record found no deviations that could have caused or contributed to the reported issue.Based on the results of the investigation, the burn occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip; however, a definitive root cause could not be identified.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the Ultrasound Gastrovideoscope to the service center for a separate issue. During the device analysis, the device evaluation indicated a burnt plastic distal end cover. There was no patient involvement.